Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found the tip sleeve in the problem area stuck in the up position. The instrument was cleaned, tested without further problem, and returned to service.